Manufacturer narrative:
On 16 february 2016 it was prepared a final report with the information already submitted in the previous reports. On 14 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 the (B)(4) analysed the returned implants: no particular signs can be noted on the returned cancellous screws. Observing the polyethylene liner some scratches can be seen on the border of it: that could be due to the attempts done to make it seat in the cup correctly. On (B)(6) 2016, the (B)(4) performed the metrological analysis of the liner and commented as follows: there are some measures out of specification but due to a plastic deformation during the multiple insert insertion into the shell and relatively its extraction. On the same day, the (B)(4) added the following: the dimensional controls on the returned liner showed that some specifications required for the coupling between liner and shell were not conforming to the drawings. That could be due to the trials made to impact the liner in the shell and to the final extraction. Infact, the liner appears to be deformed and ovalized. No anomalies were found related to the lots involved in the claim. It is not possible from the inspection of the implant determine the root cause of the event.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 121151: (B)(4) items manufactured and released on 14 may 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø52 two-holes code (B)(4) ,lot. 132044 ((B)(4)) - implanted: (B)(4) items manufactured and released on 11 december 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Just received, not analyzed yet.

Event description:
The surgeon could not get the liner e 36mm to seat in the cup correctly. He spent 30 minutes trying to make adjustments to get the liner to seat. This included changing the size of the mpact screw, then removing both screws from the mpact two-hole cup. After no luck with the adjustments the surgeon used a liner e 32mm. It sat immediately and the surgery continued as normal. The surgeon was satisfied with the results. The in and out pieces will be returned for analysis there are no x-rays.